Manufacturer narrative:
The pump failed leak test. The pump leaked at the back at the battery tube area due to cracked case. After battery installation, the pump alarmed critical error due to corrosion pcba 1. Traces of moisture found at motor assembly. The pump was received with cracked case on the back at the battery tube area and battery tube threads. The pump was received with minor scratched lcd window and case. The pump was received with fading serial number label. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer's pump had multiple scratches on the display window, and the device had moisture damage. No further information provided.